Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump battery depleted quickly. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.